Manufacturer narrative:
(B)(4) date sent: 2/9/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, they have a ligamax that the outer packaging was cracked and therefore unable to be used due to sterility issues. No patient consequence has been reported.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2026. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the el5ml devices was returned inside it's original packaging unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged; the blister was found to be broken at one corner of the package, this affected its sterility. In addition, pieces of the broken blister were still attached to the tyvek. The event reported was confirmed and it is related to improper use of the device. Due to the damage found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a surface and this caused the reported event. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device lot z7031u number, and no non-conformances were identified.